Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient that was being treated with baclofen intrathecal. The patient's pump was implanted on (B)(6) 2015, and the pump was removed a week prior to the date of this report due to infection. The patient had fallen on an unknown date, which had caused the infection. The patient's indication for pump use was intractable spasticity and multiple sclerosis. Additional information has been requested but it was not available at the time of this report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)